Manufacturer narrative:
Pump passed the self-test. No signal too low alarm during testing. Failure analysis found unexpected restart alarm after battery change due to broken solder joint. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The mother reported via phone call that the insulin pump was alarming unexpected restart alarm. The mother also reported the alarm was recurring several times in one day. The customer's blood glucose was unknown at the time of incident. It was also found the customer had a signal too low alarm in the alarm history. The mother stated the alarm was recurring during normal insulin pump use. The mother agreed to return the insulin pump for analysis.